Event description:
A customer located in the united states contacted (B)(6) on (B)(6) 2026 to report they experienced a delivery failure with their inomax dsir plus device. There was no report of patient harm associated with this event. The complaint device was returned to (B)(6) for investigation. During a routine service log review, a (B)(6) employee discovered that a delivery failure alarm had occurred due to a main supply voltage below tolerance. Further review of the service log determined that a low battery alarm did not occur prior to the delivery failure alarm. As a result, these service log findings meet the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled no at the time of the incident.

Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(6) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to the main supply voltage being out of tolerance (valid range: 2435 to 4075 counts, actual value: 2189 counts). Further review of the device's service log determined that a low battery alarm did not occur to prompt the user to plug the device into a power source. A low battery alarm should have occurred prior to the delivery failure alarm to prevent the out of tolerance main supply voltage condition. The regional service center (rsc) did not experience a delivery failure alarm without a low battery alarm during testing of the returned device on battery power. The root cause for this occurrence was determined to be battery fuel gauge drift. As a result, the device's battery was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.